Event description:
It was reported that during the implant attempt, the lead exhibited noise when paced in the body. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. The inner tubing was kinked/buckled, and blood was found in/on the helix/lobe mechanism. The lead was damaged at implant.